Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. It was noted there was a ventricular high rate episode recorded with apparent noise oversensing seen on the egms. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead warning for r-wave undersensing. Additionally, t-wave oversensing (twos) was noted. The lead was reprogrammed. Later, when testing at a follow up appointment, noise was seen on the electrocardiogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.